Event description:
Int'l affiliate reported that in 2007, a home patient experienced diarrhea and cloudy dialysate and was hospitalized with the diagnosis of peritonitis. A culture performed in the next day revealed the presence of staphylococcus epidermidis, 5 red blood cells, 220 nucleus elements, 84% of polyunuclear neutrophils, and 16% of cells and lymphocytes. There were also a few cocci gram+. The patient was treated intraveneously with 1.5 vanocomycin on the event day, 1 g fortum in the next day, and 250 mg fortum daily since. In the next day, the white part of the transfer set's twist clamp was dicovered to unscrew freely. At the time of this report, the patient was still hospitalized.

Manufacturer narrative:
Results indicate confirmation of the reported event. Renal product surveillance, quality engineering, and plant manufacturing will continue to monitor this product line and take corrective / preventative action as necessary.